Manufacturer narrative:
A specific root cause could not be identified. Calibration was within expectation and quality controls were within guided ranges. A reagent issue is not evident. Assay performance checks performed on the analyzer were within specification. There were no known adverse effects on the patient.

Event description:
The customer received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 110.9 miu/ml and was reported outside of the laboratory. The sample was repeated on a different e170 analyzer (serial number (B)(4)) resulting as 0.577 miu/ml accompanied by a data flag. The sample was repeated a second time on a different e170 analyzer (serial number (B)(4)) resulting as 0.100 miu/ml accompanied by a data flag. The value of 0.100 miu/ml was considered to be correct. The patient was not adversely affected by the event. The hcg+ss reagent lot was 16250103 with an expiration date of 07/31/2012. The field service representative found an issue with the patient sample. He states that a sample aliquot was run on 2 different e170 analyzers giving different results. The customer then ran the primary sample and the result was then correct. The customer repeated quality control and the results were in. The field service representative ran performance tests and these were good. The field application specialist ran precision on two control levels and all precision studies were within roche specifications.

Manufacturer narrative:
Results: the result was determined to be an issue with the patient sample.